Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 644.5 mcg/day), bupivacaine (20.0 mg/ml at 6.445 mg/day), and hydromorphone (1.3 mg/ml at 0.4189 mg/day)via an implantable infusion pump. It was noted since implant the patient had intrathecal opioid at variable doses with poor pain control. The patient's pump was turned to minimal flow several weeks ago and the patient would like the device removed. The hcp had evaluated and counseled the patient in the pain clinic on multiple occasions and have recommended trying different it medications, but the patient refused to consider this. The patient noted the pump was not helping and I wanted it removed. The hcp discussed risks of catheter removal including csf leak, hygroma, and spinal headaches. The patient wished to leave the catheter in place. The patient admitted to experiencing an edema in the ankles on (B)(6)2016. The patient reported it was an ongoing problem. The patient was experiencing an edema on (B)(6)2017. It was indicated the event was possibly related to the device or therapy and related to various drugs as there was no pain relief from it drugs. The pump was explanted/not replaced on (B)(6)2017. The issue resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted (partial): (B)(6) 2017, product type: catheter. Analysis of the catheter found that there were no significant anomalies, with a tear in the seal near the guide ring of the sutureless connector. Eval code-result on the catheter updated. Eval code-conclusion on the catheter updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID: 8781 serial# (B)(4), implanted: (B)(6) 2014, explanted (partial): (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative on may 16, 2017, regarding a patient receiving an unknown drug at an unknown concentration and dosage via an intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was indicated on (B)(6) 2017 the patient had never received good pain control. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported there had not been any troubleshooting done, and there had not been any actions or interventions taken to resolve the issue. However, it was reported the issue was resolved at the time of the report. The pump was explanted due to ineffective therapy, and the catheter was tied off at the pump site. The catheter was listed as "implanted-out of service." The physician was unable to aspirate the catheter. The physician cut off the connector for analysis, and the catheter was returned for analysis on may 19, 2017. The patient's status at the time of the report was listed as "alive-no injury." No further complications were expected/anticipated. The patient's weight was provided as 163 pounds. Medical history included: anemia, angina, bph, bradycardia, chronic low back pain, cad with bypass graft, htn, gerd, gout, hypothyroidism, lumbar stenosis, paf, and depression. Concomitant medications included: allopurinol, asa, calcium, plavix, colace, ferrous sulfate, lasix, imdur, synthroid, lisinopril, k-dur, zoloft, flonase, desyrel, vit b12.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. The doctor was unable to aspirate when they were aspirating from the catheter after disconnecting. The pump was disposed of by the implant center.